Event description:
A report was received regarding an orif hip surgery. At six weeks following the surgery, upon x-ray, the surgeon found one screw broken. The fracture appeared to be united. The surgeon noted good plate to bone opposition. On (B)(6) 2012, the surgeon performed a revision due to non-union. Two additional screws were found broken. All hardware was explanted and the surgeon revised the patient with a pedi-hip screw, stabilizing the original osteotomy. This is report # 2 of 4 for the same event.

Manufacturer narrative:
A manufacturing evaluation was conducted. The screws were received with no part numbers nor lot numbers provided. This screw is broken off just below the head at the neck area. It is threaded head, stardrive, and 3.5mm shaft thread diameter suggests that this may be of the 212.101 family of screws. If so, it is (calculated) length of 40.69mm would make this a 212.117. The drive is lightly damaged consistent with normal use. The top of the head is in good condition. The head threads appear to also be in good condition, although some residual biomaterial remains. The shaft threads have extraction tool marks at the top of the shaft (nearest the head) but are otherwise in good condition. The flutes and tip and in good condition.

Manufacturer narrative:
Product development engineer evaluated the device and the report indicates three locking screws are broken at the head / shaft interface. No design evaluation is possible because the part numbers, procedure and the plate used with the screws are all unknown. Indications for use and the design history file are based on the plate / procedure, and so cannot be evaluated. 3.5 mm locking screws are designed with standard synthes implant grade 316l ss. Without additional information, it is not possible to evaluate the design, risk analysis or complaint history.